Event description:
It was reported that an altitude alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to gently clean the speaker holes and reconnect the cartridge, which resolved the issue, allowing insulin to resume after a brief wait. The pump resumed normal operation, and the customer received tips for preventing future altitude alarms.